Manufacturer narrative:
(B)(4). Film evaluation results are: review of CT¿s from 5 years post-implant revealed that a talent aaa system was implanted in the patient. The bifurcate was positioned ~5mm below the lowest right renal artery. The bifurcate proximal od measured 26mm and there was ~5mm of remaining proximal seal length. The proximal neck was minimally angulated. The max aaa diameter measured 9.8cm and there was a small amount of contrast seen near the top of the sac just outside the postero-left side of the bifurcate from a possible proximal type I endoleak. There was also a larger area of contrast seen within the distal aaa sac near the aortic bifurcation. The ipsi limb was positioned just within the right common iliac artery; there was marginal distal sealing which may be the source of a likely distal type I endoleak on the right side. The distal right limb od was 16mm and there was ~1cm of distal seal length. The contra limb was positioned within the mid-left common iliac artery. The distal contra limb measured 16mm and there is 3cm of distal seal length. Both limbs were patent and no other issues were observed. Review of CT¿s 3 months later revealed that since the previous study, an endurant aortic cuff was implanted within the bifurcate with several endoanchors, and an endurant right limb extension had been implanted. The aortic cuff was positioned just below the right renal artery, and multiple endoanchors were implanted between the cuff and just below the proximal margin of the talent bifurcate. An endurant limb was implanted within the bifurcate ipsi limb, extending ~2cm distally into the right common iliac artery. The distal end of the endurant limb measured 16mm. The max diameter aaa measured 9.8cm and no endoleak was observed either proximally or distally. Both limbs were patent, no limb kinks or compression was seen, and no other stent graft issues were observed. The exact cause of the proximal type I and distal type I endoleaks could not be determined from the films provided. Pre-implant films and earlier post-implant images were not available for review and comparison. The proximal type I appears likely due to the short proximal neck length, which may have been caused by disease progression. The distal type I was also likely due to insufficient seal length; the amount of proximal and distal seal length at implant is unknown. The cause of the rupture could not be determined. More recent films including images from this event were not available for review.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT with contrast revealed that there was proximal type I endoleak. The aneurysm was reported as 9.1 cm in diameter, the aortic neck diameter 1 mm below renal artery was 24 mm, 10 mm below renal artery was 79 mm, 15 mm below 88 mm, 20 mm below 91 mm. The physician elected to implant an endurant aortic cuff and six aptus endoanchors to successfully resolving the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine. The patient presented with abdominal pain and swelling. It was reported that there was a rupture causing bleeding from aneurysm sac into the right iliac fossa. The patient was given medication and transferred to hospice where they later expired two days later. Per the physician, the cause of the type I endoleak was related to the index procedure and the cause of the rupture was related to the endurant device and unrelated to the aptus endoanchors.